Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material clogging the nozzle and it could not be removed. The foreign material was a solid and white material which appeared to look like debris from the patient body. In addition, there was insufficient air to clear water from the objective lens due to the nozzle being clogged, the adhesive on the bending section cover was worn, the distal end cover was scratched due to handling, the scope cover was cracked due to handling, angulation was out of specification, there was wear and tear on switch one because of repeated abrasion, and the control section was damaged due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was too much pressure in the air/water channel during reprocessing in the automated endoscope reprocessor. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no patient involvement.